Manufacturer narrative:
Unit was retired from service by the customer. No patient information to date after phone calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Date of device manufacture is unknown at time of MDR filing.

Event description:
The hospital reported an error that resulted in a complete loss of ventilation. Unit replaced and therapy resumed. There was no report of patient injury.